Event description:
Additional information was received which indicated the ipg was explanted and replaced. No complications were noted during the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg displayed an elective replacement indicator. It is unknown if the device was prematurely depleting. The patient still has stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.